Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was at hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose was unknown. Customer experienced symptoms such as dizziness, light headache related to the high blood glucose. Customer stated that insulin pump working fine. The device will be returned for analysis.